Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the b30 error likely occurred due to the model series 190 scope. The specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Through troubleshooting, the user facility determined the cause of the b30 error was attributed to multiple olympus, model series 190 scopes, used in combination with the olympus, model clv-190, light source and no problems were found with the subject device. To resolve the problem, a different scope was used. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that "b30" errors were generated. The problem, as reported to olympus, was first identified during set up for a procedure. The intended procedure was completed without a delay in procedure using a different room with different equipment. As reported to olympus, there was no patient injury that occurred, associated with the reported problem.